Manufacturer narrative:
Additional narrative: explant procedure was conducted on an unknown day in (B)(6) 2015. Product investigation summary: at the distal head area of the tomofix plate, four (4) locking screws broke post-operatively. The four other screws, which were placed at the proximal plate shaft, are fully intact. The relevant dimensions of the broken head/shaft area are not measurable due to the presence and manner of damage. The dimensions of the broken shafts, however, could be checked for their outside and core diameters, which were both found to be in compliance with the technical drawings and specifications. As per the relevant drawings, the specifications for the outside shaft diameters are 5.0 +0.05/-0.20 mm. The actual dimensions measured on all four (4) shafts were 4.95 mm, which met the specifications. As per relevant drawings, the specifications for the core shaft diameters are 4.40 +0.05/-0.10 mm. The actual dimensions measured were 4.40 mm, which met the specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for tan / ti6al7nb per astm f 1295/iso 5832-11. The broken locking screw heads are blocked in the tomofix femur plate. The microscopic investigation of the broken surfaces shows no deviation of materials structure. The fracture pattern presents the typical view of material fatigue breakages. Postoperative activities of the patient may have played a certain role, too. The device history record reviews show that the devices met the specifications at the time of manufacturing and distributing. Based on our investigations, and the available information, it is likely that the screw breakage occurred due to a mechanical overloading situation and fatigue of the material. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 15, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the four (4) broken screws were identified upon return. Additional reports to be submitted to reflect new information. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Patient weight was not provided by reporter. This report is four eight screws. It is unknown which of the following screws broke postoperatively. The following screws were implanted in the patient: part number 413.336, lot number 9451649, qty 1, 5.0mm ti locking head screw self-tapping 36mm, 510(k) k000682; part number 413.334, lot number 9472744, qty 1, 5.0mm ti locking head screw self-tapping 34mm, 510(k) k000682; part number 413.344, qty 1, lot number 9451650, 5.0mm ti locking head screw self-tapping 44mm, 510(k) k023941; part number 413.340, lot number 9454410, qty 1, 5.0mm ti locking head screw self-tapping 40mm, 510(k) k023941; part number 413.340, lot number 9433677, qty 2, 5.0mm ti locking head screw self-tapping 40mm, 510(k) k023941; part number 413.340, lot number 9442255, qty 1, 5.0mm ti locking head screw self-tapping 40mm, 510(k) k023941; part number 413.355, lot number unknown, qty 1, 5.0mm ti locking head screw self-tapping 55mm, 510(k) k023941. The subject devices are expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported events in (B)(6) as follows: it was reported that four screws broke post-operatively. The patient was initially implanted with a tomofix plate medial distal femur 4-hole plate (left) and eight locking screws on (B)(6) 2015. The patient was revised on an unknown date in (B)(6) 2015, during which time the intact plate and locking screws were explanted. Fragments were not left in the patient. Although part and lot numbers were provided, it is unknown which four screws broke. Additional details regarding the revision surgery are also unknown. There is no allegation of complaint against the plate. This report is 1 of 1 for (B)(4).